Manufacturer narrative:
H3, h6: the ri cori (us), rob10024, (B)(6) intended for use in treatment, was not returned for evaluation; thus, a visual and functional evaluation could not be performed, and a relationship between the reported event and the device could not be confirmed. A review of manufacturing and service records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints has identified prior events. A historical CAPA, hhe/pra, field action review was not completed. The product was not returned and no evidence was made available to link the complaint to a CAPA, hhe/pra, field action. Although the reported problem was not confirmed, factors that may have contributed to the reported symptom may be associated with a loose connection or exposure motor failure of the handpiece. This failure is an identified failure mode within the risk assessment. Although no further containment or corrective action is recommended or required at this time, all complaints are monitored and trended through post market surveillance activities. If the product associated with this event is returned or provided at a future date, this evaluation will be reopened for investigation.

Event description:
It was reported that, during set up for a cori-assisted tka surgery, the real intelligence cori would no recognize the real intelligence robotic drill when plugged in. The real intelligence tablet ((B)(4)) and real intelligence 24 in. Touch screen would both freeze and they were unable to shut down. The "I" button in the top right hand corner would work but nothing else. They did a hard restart on the console. They started a new case, and the same thing happened except this time, the green check mark that normally lights up during normal function to say the handpiece is plugged into the console, was flickering. They were unable to pass this step once again. Both instances, the light above the connector was flashing ((B)(4)). Also, the ri robotic drill attachment ((B)(4)) was stuck on the real intelligence robotic drill ((B)(4)), and thus the real intelligence robotic drill tracker could not be removed. The procedure was finished with smith and nephew back up devices without significant delays (fewer than 30 minutes) after rebooting the cori. The patient was not harmed. Additionally, after the case they plugged the real intelligence robotic drill that was not working back into the console to attempt a drill diagnostic test and immediately a "robotic drill critical error" came up on the screen ((B)(4)). They pressed continue but were unable to move forward.